Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 at 5:00 pm with 500 mg/dl blood glucose reading. Customer was hospitalization because of diabetic ketoacidosis. Customer was treated in the hospital. Customer cannot recall their current blood glucose reading. Customer blood glucose at the time of the incident was over 500 mg/dl. Customer also had 549 mg/dl blood glucose reading. Customer was wearing the pump at time of hospitalization. The hospital name (B)(6) medical center. Customer also reported blank display issue. Customer declined troubleshooting for high blood glucose reading. Insulin pump will not be returning for analysis.